Event description:
It was reported via product receipt that the right ventricular (rv) lead was explanted and replaced due to cardiac perforation. Further information was requested but not received.

Event description:
New information received notes that the patient was having an unrelated procedure, and during which it was visually confirmed that right ventricular (rv) lead perforated the heart. The rv lead was explanted and replaced in the same procedure. Patient condition was stable.

Manufacturer narrative:
The connector portion of a partial lead was returned in one piece for analysis. Visual inspection, electrical testing were normal with no anomalies found.